Manufacturer narrative:
The device passed displacement test. The device failed self test due to pump error 63. Pump error 63 confirmed in pump history due broken trace keypad assembly.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error hardware low level failures. Customer blood glucose level was unknown. Customer successfully cleared the alarm and able to rewind the insulin pump. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.